Event description:
It was reported that during a dilation procedure, a tip detachment occurred. The 90% stenotic lesion was located at a bifurcation in the superficial femoral artery (sfa). A 6fr introducer sheath was used. The sfa was successfully dilated using a cutting balloon. Upon removal of the cutting balloon and the thruway guide wire, the distal tip of the guide wire detached and remained in the vessel. The tip was successfully removed with a gooseneck snare. No pt injuries or complications were reported.

Manufacturer narrative:
.